Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 11 years post implant of this 33mm bioprosthetic valve, the valve was explanted and replaced with a 31mm valve of the same model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.